Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped inflating on (B)(6) 2020, six years after the implant. The device remains in service and the patient remains stable.